Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0xe9y, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that when she was reviewing how to use the programmer/ antenna the patient thought it felt a little bit warm when she moved the antenna around at the implantable neurostimulator (ins) site. The warmth was only there when using the programmer. She also noted a couple of accident and that she was still wearing pads. On a scale of 1-10 she felt her device was at a 9, not perfect but good.